Manufacturer narrative:
As reported by the nurse at the user site, their biomedical engineer evaluated the cryogun and determined that the o-ring which seals the cryotip on the cryogun shaft looked old. An old o-ring that is cracked could cause a leak. The assembly and operating instructions for the cryogun identifies the possiblities of a leak occurring if the o-ring is defective. Instructions are included for the replacement of the o-ring. A copy of these instructions is included in this report. The user facility did not return the cryogun or o-ring to the co for eval. The user facility replaced the o-ring and now states that the cryogun is operating correctly.